Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the device turns on by itself. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 13oct2020; b4: 14oct2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the user interface printed circuit board assembly (ui pcba) will need replacement. The customer replaced the ui pcba. Device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.